Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the light source had an e12 error. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed error code e12 was displayed after power up. The complaint was verified and the root cause was associated with component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include a ballast or other electrical component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.